Manufacturer narrative:
Additional narrative: patient date of birth, weight is not available for reporting. Additional device product code: mqn. (B)(4). Not implanted or explanted due to intraoperative issues. Device is not expected to be returned for manufacturer review/investigation. (B)(6). A device history record review was conducted for part# sd900.008, lot # me16penaku: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 26-sep-2016: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during bi-maxillary osteotomy performed on (B)(6) 2016, the intermediate splint did not fit. The teeth aligned to the maxilla part of the splint independently, and the mandibular part of the splint independently, but when the jaws were wired together in maxillomandibular fixation, the splint did not fit. The teeth were slipping out of the posterior part of the splint when performing maxillomandibular fixation. The surgeon could not identify exactly why this was happening; he thought perhaps the intermediate splint height was not accurate in some parts. The surgeon had to perform the maxilla movement without the use of the intermediate splint. This caused a delay to the surgery of at least 60 minutes. The maxilla movement was performed with the intermediate splint in to guide the movement, but the lack of fit made it difficult. The surgeon stated the splint was out 1-2mm. The final outcome of the surgery was positive and will not need a revision surgery. CT scans on the patient were done over 6 months ago ¿ the plaster models were sent in and scanned recently. No adverse event. Final jaw positioning was satisfactory despite the splint not fitting correctly. No patient outcome was reported. This is report 1 of 1 for (B)(4).